Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 500mg/dl with no symptoms and was treated with a bolus correction. During troubleshooting, customer support found that there was an occlusion issue with the cartridge during bolus, and attributed the excursion to training/misuse. No evidence of product malfunction was found. This complaint is being reported as the patient experienced hyperglycemia related to user error.